Event description:
Patient undergoing exploratory laparotomy (exp lap), lysis of adhesions, step (serial transverse enteroplasty) procedure and placement of gastrosotmy tube. The gia 30 2.5mm staple reload did not contain staples. Bowel was cut via the staple reload, but was not sealed closed with staples. Vicryl sutures used. No harm to patient.